Event description:
It was reported that a revision surgery will be performed on (B)(6) 2019 due to unknown reasons.

Manufacturer narrative:
Additional info: concomitant medical products, type of report, MFR report number, follow up, device evaluated by MFR, adverse event problem, concomitant medical products. Results of investigation: no part was returned. No batch number was communicated. Based on the available information, no thorough investigation can be performed. If additional information becomes available in the future this complaint will be reopened.